Manufacturer narrative:
Failure analysis noted that the pump had blank display and constant tone alarm due to moisture damage on the electronic assembly. There was moisture damage on the motor and battery tube assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 237 mg/dl at the time of incident. The customer stated that she got in the pool with the pump and the display went blank immediately. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.